Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product received back, as such only a DHR review could be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Product simulation/replication was performed by the manufacturing plant on a different lot kit for the same product family. The simulation shows that if the solution and the peg powder are not mixed correctly, there can be an obstruction when trying to return the solution into the syringe. Since no product was returned, the complaint could not be confirmed. The root cause could not be determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account executive reported that a 206520 duraseal exact spine sealant system 5ml was clogged on (B)(6) 2019. The surgeon went to apple the duraseal and it clogged and would not release from the syringe correctly. The device was in contact with the (B)(6) male patient. There was no patient injury/death. There was a 10-minute surgery delay due to the product problem. There was no adverse consequences due to the delay. Another product was opened and that syringe performed correctly and the sealant was dispersed.